Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported end user has peristomal irritation under wafer. Physician prescribed nystatin powder for this event. It was further reported that around the same time as rash under wafer began end user started taking a new blood pressure medication and reportedly has full body itching but, no rash to whole body only itching. It was noted that the this has not been discussed with the physician.